Manufacturer narrative:
Device passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels a couple of times. The customer's blood glucose level was 40 mg/dl and 230 mg/dl. They treated with food. The customer reported that low blood glucose level was due to stuck button alarm. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis.